Event description:
A distributor complaint was reported concerning a malfunction code displayed by a medical device in sweden, involving a technical issue identified as malfunction 0-0x2199. The customer did not report their blood glucose level at the time, leaving the impact unclear. The customer continued using the pump after troubleshooting instructions were provided, and the device was within warranty. A replacement pump was sent, with instructions for the return of the malfunctioning device. No additional information was available about the customer's backup insulin therapy plan.